Event description:
It was reported that the bi-ventricular (bi-v) defibrillator had reached battery depletion earlier than expected. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary - the device was returned and analyzed. The device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 4076, implantable pacing lead, (B)(6) 2010; 4198, implantable pacing lead, (B)(6) 2010; 6947, implantable tachy lead, (B)(6) 2010; 3830, implantable pacing lead, (B)(6) 2008. (B)(4).